Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. A review of the downloaded receiver log did not find any errors related to the customer complaint. Performed manual sound test "try it" feature and passed. Receiver functional tester: unable to get receiver to communicate with the functional tester.. Open receiver case for internal visual inspection and passed. Perform global receiver communication tool sound intermittent test: unable to get receiver to communicate with the communication tool.measure the speaker resistance. Speaker resistance within specification, 7.42 ohms. He customer's complaint was undetermined because all the test could not be performed. The reported event of an intermittent audio output was undetermined a root cause could not be determined.